Event description:
New information received noted that the device was explanted on (B)(6)2021 and replaced with a pacemaker. Patient condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their implantable cardiac monitor missing symptomatic electrogram episodes. No intervention was performed, but possible causes were discussed with a healthcare provider. Patient was stable after the event.